Event description:
The nurse reported to our customercare that the target device did not function correctly.

Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report.